Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 3/4/2016- as reported by complainant, this report is for a second repair on a catheter. No additional details provided by complainant other than, the "line was repaired a second time". On 3/9/2016 - facility does not have any details regarding the reported repair.